Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument's wire became exposed at tip of bipolar during dissection of tissue. The instrument was removed without issue. The procedure was completed with no reported injury.